Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier (lhca) instrument could not grab the clip. The customer used a backup lhca instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the lhca instrument was inspected prior to use with no issue. The issue related to the jaws remaining static when the surgeon commanded movement. Clip application was unsuccessful (incomplete closure of clip). The issue was not related to clip opening after closure of the clip. The issue occurred in the first use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier (lhca) instrument was analyzed and found to have input disk #7 completely broken from inside of the housing. This causes clip grabbing problems.